Event description:
The arthroplasty was revised due to polyethylene wear. The components were implanted in situ for approx 17.25 years. The tibial polyethylene insert was revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection of the provided photograph confirms the reported wear on the articulating surface. Dimensional and functional analysis could not be performed as the device was not returned. Although the event was confirmed, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no patient medical records were received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to polyethylene wear. The components were implanted in situ for ~17.25 y. The tibial polyethylene insert was revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 6.